Event description:
It was reported the pt had pain at the ipg site due to the size of the ipg. The pt went to a second physician for an opinion, and it was reported she thought she was to receive a smaller model. The new physician had scheduled the pt for a procedure to replace the ipg.

Manufacturer narrative:
Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.